Manufacturer narrative:
Image analysis: two still images received for analysis. First image depicts a valiant captivia shelf carton with label. Labelling information matches that reported in the complaint file. Second image depicts the proximal handle of a valiant captivia alongside other devices used during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the treatment of a 65 mm thoracic aortic aneurysm involving the aortic arch. It was reported that during the index procedure, a reverse tear of blood vessels occurred in the proximal anchoring area of the stent graft. After stent graft implantation, the patient's blood pressure and heart rate decreased. Upon angiographic examination, contrast retention was observed in the blood vessels, and pericardial effusion was diagnosed. Despite contacting a cardiologist for consultation and performing cardiopulmonary resuscitation and other rescue measures, the patient expired one hour after the procedure. According to the physician, it was considered that the support force of the freeflo stents too strong or the freeflo stents were too sharp, causing the reverse tear. The physician suspected that the cause of death was related to the bare stent of valiant captivia stent graft.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported dissection and subsequent reported adverse events could not be confirmed on the films provided; therefore, the cause of these events could not be determined. Lack of complete angiograms showing the deployment of the stent and the exact moment when the reverse tear was observed were not available for a more thorough assessment of the reported event. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. The instructions for use states that " manipulation of wires, balloons, catheters, or endografts in the thoracic aorta may lead to vascular trauma, including aortic dissection". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the correct device size was used and the stent was deployed in a healthy landing zone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.